Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 20002 mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring and other unspecified issues. It was reported that patient underwent urethral dilation, cystoscopy, vesical litholapaxy and holmium laser destruction of foreign body on (B)(6) 2010 for bladder calculus and urethral stricture. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total abdominal hysterectomy, bilateral salpingo-oophorectomy, fulguration of endometriosis and cystoscopy, [bladder was punctured] due to sui, abnormal uterine bleeding, and 2nd and 3rd degree pelvic prolapse.